Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple power source alerts after plugging the pump into a wall outlet and into a pc usb port. Subsequently, the battery gauge was noted to be fluctuating. Reportedly, the customer left the pump plugged in to the pc usb port and the pump was able to be successfully charged up to 100% without a recurrence of the alert. The customer¿s blood glucose was 156(mg/dl).